Event description:
It was reported that a customer experienced difficulty pairing a new dexcom g7 sensor to the ilet, with the device displaying a prolonged pairing state before the sensor entered the warmup phase and connection proceeded. Symptoms included no adverse health effects. Outcomes included no impact beyond inconvenience and brief delay in setup. Investigation included technical troubleshooting and user education over the phone. Investigation of this case revealed normal sensor behavior transitioning from pairing to warmup, with no device malfunction, no alerts or alarms, and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and connectivity timing consistent with normal operation.